Event description:
No further information at the time of this report.

Manufacturer narrative:
Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on an unknown date. In an office, the patient reported pain, recurrent dislocations, instability, and the need to use a cane to ambulate. A revision was performed where the head and liner were explanted and replaced with zb products. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: normal appearance of left total hip arthroplasty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, the patient was revised approximately 16 years later due to recurrent dislocation. The femoral stem and acetabular components were found to be well fixed. The femoral head and acetabular liner were replaced without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01419. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.